Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes. Results of 300 mg/dl and 71 mg/dl were plotted on a parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.